Event description:
The facility representative contacted baxter to report a flogard infusion pump that had failure code 49. This condition has the potential to cause an interruption of delivery. There was no patient involvement. The event occurred upon power up in the biomedical service department. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4).the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 49 was confirmed during product evaluation. The root cause of the reported problem was determined to be depleted main batteries. A service history review found that the device has not been previously sent into service for the reported condition. A device history review was performed with no exceptions found during manufacturing.